Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. The health care professional (hcp) requested information on the battery status. Technical services advised there is no evidence of premature battery depletion or high battery impedance conditions exhibited. The hcp reported the patient was expected to be seen in clinic later for a device evaluation. Additional information has been requested but was not provided at this time. This crt-p remains in service. No adverse patient effects were reported.